Event description:
The operating room director reported that the surgeon had an incident where the viscous fluid control syringe separated from the tubing. The surgeon used a silicone oil from a different company. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).